Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he was hospitalized due to low blood glucose. Customer's blood glucose was 20 mg/dl. The customer was admitted to hospital and treated with IV. After the troubleshooting was done, customer was advised to speak with their healthcare provider regarding the low blood glucose. The customer was advised to monitor the insulin pump and call back if the issue persist.